Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('appears migrated- not effective') in a female patient who had essure (batch no. 626217) inserted for female sterilisation. The patient's medical history included hydrosalpinx. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: left side: 5 coils, right side: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: left tube hydrosalpinx essure. Appears migrated- not effective. Yet distal occlusion with hydrosalpinx without delayed; on (B)(6) 2008: right tube occluded. Left tube with hydrosalpinx essure device. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('appears migrated- not effective') in a female patient who had essure (batch no. 626217) inserted for female sterilisation. The patient's medical history included hydrosalpinx. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: left side: 5 coils, right side: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: left tube hydrosalpinx essure. Appears migrated- not effective. Yet distal occlusion with hydrosalpinx without delayedfull; on (B)(6) 2008: right tube occluded. Left tube with hydrosalpinx essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.